Event description:
The user facility reported that during treatment of a patient, a blood leak was noticed visually. Specifically, blood was seen in the dialysate lines. No damage was identified or other leaks. Blood test strips were used (tested positive), and the machine did alarm. Patient was estimated to lose 150 cc of blood; however, the patient had no adverse effects due to leak complications. Sample was stated to be available for evaluation; however, to date, a sample has not been returned.

Manufacturer narrative:
We have contacted the initial reporter to request return of the device. To date, this MDR includes all information provided. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. If the sample is returned, a supplemental report will be submitted.